Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-1370c biocomposite interference screw tip broke. Bone socket was created using 9mm pro reamer and it was of 25mm depth, the bone block was 21mm long. After reaming, the large notch was created using ar-1845 tunnel notcher for bio-interference screw. The graft was shuttled in place and a 1.1mm nitinol wire was placed followed by a universal dilator to the second line. Then, a 7mm tap was advance to a depth of 25mm. When the ar-1370c biocomposite interference screw was inserted and screwed in about 75 percent, the tip broke. Surgeon removed the screw leaving behind the tip in the tunnel. An ar-1370e sheathed cannulated interference screw was used to complete the case without further issues. This was discovered during an allograft btb acl reconstruction on (B)(6) 2022.